Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer calling in with concerns about 7 possible false negative sars antigen results. Customer states the patients were symptomatic and results were positive by pcr. Report 2 of 7.